Manufacturer narrative:
The product was not returned for eval. We are unable to access if any product condition could have contributed to the pt's infection. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The pt's mother reported that her son wore the pod on his hip and buttocks for less than 48 hours. Upon inspection, she noticed his site was bright red with pus noted, tender, and warm to the touch. She took him to see his diabetes educator and his doctor who prescribed him antibiotic for his site infection.